Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/21/2020. Additional h3 device evaluation summary photo: one picture was provided for analysis. Upon visual inspection of the photo, one open foil with a suture and one needle that appears to be detached of product code w9442, lot ll7bgcm. However, no conclusion could be reach on how this happen as the sample was not returned for analysis. Additional h3 device evaluation summary actual device: an opened foil and a dispensed suture of product code w9442, lot # ll7bgcm were returned for analysis. The needle was not received for evaluation. During the visual inspection the suture was examined, and the insertion did not meet the requirement. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the samples condition, the assignable cause of the performance pull off - suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device product code w9442 lot ll7bgcm, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent surgery of facial nevus excision on an unknown date and suture was used. The problem of pulling off suture needle happened after sewing two stitches in the surgery of facial nevus excision. Changed to another device to complete the surgery. There is no report on patient's injury.